Event description:
It was reported that catheter broke/separated from hub while using bd venflon¿ IV cannula and surgical intervention was done. The following information was provided by the initial reporter: pheripheral IV cannulated catheter detached from the hub and procedure had done to remove the catheter from vein stream.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 20-aug-2022. H.6. Investigation summary: there is one sample and three photographs along with the reported complaint of catheter broke. The investigating team has used the retention samples of material number 391591 and lot number 2096964 for investigating the reported defect. The investigation and simulation were carried out on two retention samples where the investigating team has functionally tested the samples for catheter broke and no catheter broke was found in the 2 retention samples. The customer return sample was viewed under the smart scope and the edge of the catheter. To investigate the cut, as series of simulation of retention samples was done by various media: by hand. By equipment. By sharp accessories (knife / blade). Simulation of retention samples done by hand, equipment and sharp accessories was compared with the photograph of the smartscope customer return sample. The return sample viewed under the smart scope and the edge of the catheter resembled the cut of the catheter done by scissors (or knife) as it is a clean cut and no rough edges. The probable root cause appears to be catheter was not inserted or withdrawn in the prescribed manner due to which it got difficult to withdraw it from the vein. The catheter was therefore cut with a sharp blade or knife during removal of the catheter. The probable root cause therefore appears to be a practice issue and thus requires a training need for the healthcare staff to be trained on proper use of the catheter. The complaint is confirmed, and the root cause appears to be a user issue.

Event description:
It was reported that catheter broke/separated from hub while using bd venflon¿ IV cannula and surgical intervention was done. The following information was provided by the initial reporter: pheripheral IV cannulated catheter detached from the hub and procedure had done to remove the catheter from vein stream.